Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that distal stent rows 1-3 were damaged with stent struts pulled in a proximal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 50x3mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however, it was noted that the tip of the stent strut was lifted. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.